Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced incorrect meal announcements and frequent pump pauses that led to perceived maladaptation of insulin delivery, after which customer care guided a factory reset and full setup; the user pairs a g7 cgm and uses an inset infusion set and was able to resume automated therapy. Symptoms included suboptimal glycemic control associated with dosing interruptions. Outcomes included user education and successful restoration of therapy without alerts, alarms, or hospitalization. Investigation included technical troubleshooting, user guidance on proper setup, and education on meal announcement practices and pump operation. Investigation of this case revealed use-related factors involving meal announcement behavior and pump pausing that can drive adaptive dosing away from physiologic needs; no device alarm or hardware malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was use error and device use problem leading to therapy maladaptation, resolved by reset and retraining.